Event description:
It was reported that due to the device not working properly the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. Should additional information be received a supplemental report will be submitted

Manufacturer narrative:
Analysis of the lgx preconnect ms 15cm ip iz confirmed there was no leaks in cylinder 1. Cylinder 2 had a leak in the cylinder body with input tube wear and broken fabric threads due to avulsion. There was no significant finds during analysis of the pump so the pump was not tested. Analysis of the reservoir 65 ml pc/iz did not leak. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. .

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the device not working properly the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. Should additional information be received a supplemental report will be submitted.